Manufacturer narrative:
Updated data: b5, e1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty was performed prior to inserting the first valve. The infold on the first 34 mm valve was observed during the first deployment attempt and the valve was recaptured once due to the infold. A procedural delay occurred as a result. Per the physician, the native valve was calcified which contributed to the infold. The valve was withdrawn from the patient following the infold and a second valve was used. It was reported that the second valve also infolded so a post-implant balloon dilatation was performed. The patient was rapidly paced during post implant dilatation.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: l-evprop34, (lot: 0013055636); product type: 0195-heart valves; non-implantable device product ID: d-evprop34, (lot: 0013051151); product type: 0195-heart valves; non-implantable device product ID: evproplus-34, ((B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2026, select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic bioprosthetic valve implantation procedure using the evproplus-34, upon 80% deployment, the valve frame infolded. The valve was recaptured and withdrawn. A new 34 mm valve was then implanted; however, following implant, the valve dislodged out of the annulus. Subsequently, a new 29 mm valve was implanted in the patient.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the implant of the second valve, the infold was noticed during the first deployment attempt. The implanter was advised to withdraw the second valve but they refused. Following the post implant dilation of the second valve, the valve dislodged.